Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the air bubbles were successfully primed out and insulin therapy was resumed. Reportedly, the customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer's blood glucose level was 96 mg/dl.